Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 26 mmol/l at the time of incident. The customer¿s current blood glucose value was 9.4 mmol/l. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. Customer stated that the infusion set had bend cannula. No further patient complications were reported. The insulin pump will not be returned for analysis.